Event description:
Customer reported, the system is displaying a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply and cleaned and reseated power supply connectors. System operates as intended.